Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the physician used the fiber for 10 minutes then changed the laser settings from 0.5j/20hz to 2j/15hz. When the laser fiber was used again there was no energy coming from the fiber. The laser was put on stand-by mode and it was discovered that the fiber had broken and melted the sma connector. The connector was very hot to touch but the operator of the device was not burned. The blast shield on the laser unit was replaced and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the tip was mildly degraded. The fiber was returned broken into three pieces. The first piece measured approximately 90.0 cm from the top of the (detached) connector to the break. The second piece was the detached connector; there were burn marks at the break and the black strain relief was melted. The third piece measured approximately 226.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the physician used the fiber for 10 minutes then changed the laser settings from 0.5j/20hz to 2j/15hz. When the laser fiber was used again there was no energy coming from the fiber. The laser was put on stand-by mode and it was discovered that the fiber had broken and melted the sma connector. The connector was very hot to touch but the operator of the device was not burned. The blast shield on the laser unit was replaced and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.